Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The replacement was issued due to a complaint that upon inserting a test strip, the meter does not ask for a blood sample, and the customer was therefore unable to test. Due to not receiving the replacement in a timely manner, the customer reportedly required unspecified third-party treatment. However, no additional details were provided as call dropped and customer was thus-far unable to be contacted again. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue with a replacement adc device. The replacement was issued due to a complaint that upon inserting a test strip, the meter does not ask for a blood sample, and the customer was therefore unable to test. Due to not receiving the replacement in a timely manner, the customer reportedly required unspecified third-party treatment. However, no additional details were provided as call dropped and customer was thus-far unable to be contacted again. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle xceed optium meter no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.